Event description:
Nurse - venipuncture performed and after needle removed from pt, attempted to slide yellow needle guard over needle and guard got stuck - finger slid over needle and resulted in employee finger stick.